Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion). Was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged issue (temperature alarm) was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was 261 mg/dl. Reportedly, customer reverted to manual injections.